Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reports that a single lumen pic was placed. The PICC infiltrated 1-2 weeks after placement, while running tpn + lipids thus causing a pleural effusion. The PICC was removed ant the pt was treated with antibiotics. A thoracentesis was performed three times as a result of the pleural effusion; however, it kept re-accumulating. The pt's current status is unk as the pt was transferred to another facility.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.